Event description:
The customer reported the needs the collimator adjusted, and the vertical lift will not go down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and vertical lift power supply. System operates as intended. (B)(4).